Event description:
A doctor alleged that a patient's precice nail did not appear to be lengthening after approximately two (2) weeks of implantation.

Manufacturer narrative:
A surgery was scheduled in order to verify the functionality of the existing precice nail. The device was tested intra-operatively on (B)(6) 2014. The device did not appear to lengthen; therefore, the surgeon removed the nail and implanted the patient with a new precice nail, without incident. To date, the patient is doing fine. The device has yet to be returned; therefore, no evaluation can be conducted at this time. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.